Event description:
It was reported that a user scanning a freestyle libre 3 plus sensor received an ¿incompatible sensor¿ message, confirmed the sensor model on the box, retried scanning several times, and the sensor then initiated warmup. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or activities of daily living. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the pairing issue resolved after repeated scans and the sensor proceeded to warmup, indicating normal function after retry. It was concluded that the event was a transient pairing failure that resolved with standard troubleshooting, with no adverse health effects.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.